Event description:
It was reported that prior to an unknown procedure, the device could not be locked properly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device was returned in good visual condition. It was functionally evaluated and it performed as intended: it properly locked the endoscope once it was inserted through the obturator and locked properly once the obturator was attached to the universal seal. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.